Event description:
It was reported that the patient presented in the clinic due to right ventricular (rv) lead dislodgement. The dislodgement was confirmed via chest x-ray. The rv lead was explanted and replaced. The patient was stable throughout.